Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor (ID 826851) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to incorrect implantation technique causing tissue trauma/ hemorrhage and also excessive pressure applied to the product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00003. A facility reported that after a few days of insertion, the metal bolt of a cerelink microsensor (ID 826851) came loose, and the microsensor was no longer secured, then it came out of the bolt. A second sensor was used, using the same metal bolt, but the same situation occurred. The event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.